Event description:
Complaint received by quality on (B)(4) 2012: during surgery, surgeon was using the invue system and had one screw (im71059-02) that was implanted and removed because he didn't feel it was seating properly into the plate; the plate kept lifting up. The next screw he used in place of this was being inserted, and upon removal of the driver, one of the wings bent back over the opening to the hexalobe. Surgeon could not get a driver (sf invue driver(s) or any driver in operating room) to engage the hexalobe portion of screw after it bent and was unable to remove screw. It was undeterminable if the screw fully seated. Screw was left in pt; surgeon feels the screw will not back out. Surgery was completed successfully with little time interruption and no harm to the pt.

Manufacturer narrative:
The device history record was reviewed and found to meet quality requirements. Device labeling (surgical technique) was reviewed and it was found to have sufficient warning and instruction regarding proper site preparation. It has been concluded that the contributing factor in the malfunction was the manner in which the physician prepared the site, leaving behind osteophytes beneath the plate, which caused the misalignment and subsequent bending. Device not available for return to MFR, as it was implanted into pt. Investigation summary: further interviews were conducted with field rep, engineering, logistic, and customer service. The function of the plate is to secure, the function of the screw is to lock the plate in place. This was a c5-c7 case. The surgeon did use the drill guide, but failed to clear the implant site of all osteophytes, as instructed in the surgical technique (section 2: prepare site, last paragraph). A screw was placed in c7, then one in c5, which was left a bit proud. When the third screw was placed in c7, a seesaw effect of the plate was created by an osteophyte (c5/c6), which created the misalignment. The forth screw was placed. The second screw was placed, which experienced the wing bend. The fourth screw was placed in c5. The plate seated, three screws fully seated. The wing did not fully separate from the screw; the wing folded up, cracked at the base of screw, and bent back over the opening to the hexalobe. The surgeon had the driver in the hexalobe; when pulling out, he somehow bent the wing back over the driver hole due to the misalignment and then could not re-insert the driver. The screw seemed to seat, though no "click" was felt or heard. Had the screw not been inserted down as far as it was, the surgeon said he would have removed it. The plate was seated, 3 screws were successfully seated, and possibly the 4th. Because the surgeon chose to leave the screw in the pt, there was no field return for eval. An attempt was made to duplicate the setting on a lab-bench setting, resulting in creating the bend wing, as reported by the surgeon. It was determined the screw and driver together were unstable due to the presence of the osteophyte and the driver had to be removed at an angle to the screw, forcing one of the wings to bend. Had the surgeon cleared the osteophyte as instructed, the screw would have seated properly without damage to the wings and the driver would have disengaged and re-engaged properly.